Event description:
A nurse reports having a pt who was unable to adjust to the lens following intraocular lens (iol) implant surgery. The lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/12/2008, 08/14/2008 and 08/27/2008 by phone, fax and mail. A completed questionaire has not been rec'd.